Manufacturer narrative:
Alleged failure: it appears like a piece of white tissue contaminating the opening of the shaverblade. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the inner blade was removed or slightly moved from the housing and push back inside the housing. The improper cleaning process, excess grease applied. Transfort the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was foreign material in sterile packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was foreign material in sterile packaging.